Manufacturer narrative:
There has been a previous report received where stalling has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. Evaluation found the battery (voltage breakdown) defective, replaced. Contra angle (B)(4) (rotor doesn´t rotate- plain bearing damaged) defective, repaired. Foot control socket (loose connection) defective, replaced. Charger not delivered. Complete check without errors. It´s recommended to work always on battery power to ensure long battery life and only recharge the battery after it has completely discharged.

Event description:
In this event, it was reported that a silver reciproc motor was locking during preparation; no injury occurred.